Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: went out during case. Salesforce case number (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be a damaged front board, broken jaw and heavy dust build up inside the unit. Inadequate air flow may affect ventilation of the light source unit. This may result on intermittent loss of light. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.